Manufacturer narrative:
The t:slim g4 pump user guide states: if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a change cartridge alert, as the cartridge change process had not been completed. The customer's blood glucose level was impacted (316 mg/dl). During troubleshooting with tandem technical support, the customer was able to successfully change the cartridge and resume insulin delivery. It was indicated that the customer would deliver a correction bolus.